Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Pump system check did not identify location of blockage. Customer changed infusion set and resumed pump therapy. Customer's blood glucose was within range (value not provided).